Event description:
Ous MDR - the coating of the guidewire was found to be peeling or flaking off. There were no adverse patient side effects reported. After a historical review of our records, this event was recognized as reportable to FDA.

Manufacturer narrative:
(B)(4). This was created in error. Please reference MDR-1028232-2016-01070.